Manufacturer narrative:
V.a.c.® granufoam¿ dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. Additionally, it is unknown if the v.a.c.® granufoam¿ dressing was applied following the manufacturer's recommendations. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. A root cause for the event cannot be established. Device labeling, available in print, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2021, the following was reported to kci by the senior clinical risk advisor: on (B)(6) 2021, the patient's dermis contained embedded black flakes of foreign material alleged to be v.a.c.® granufoam¿ dressing. The provider reportedly could not remove the foreign material. On (B)(6) 2021, the following was reported to kci by the senior clinical risk advisor: there was no medical or surgical intervention required per the incident report received related to the alleged event. On (B)(6) 2021, the following was reported to kci by the senior clinical risk advisor: upon further consultation with the clinical team, it was confirmed the patient did require a surgical debridement to remove the embedded foreign material. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.